Event description:
The customer reported via phone call that she had received a replacement insulin pump but it is acting up when she attempts to give herself a bolus. Customer stated that the number keeps scrolling. Customer stated that she replaced the battery. Customer's blood glucose was about 140 mg/dl. Customer was disconnected. Customer was called back but there was no answer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.